Manufacturer narrative:
Correction information has been provided in h.6. On smdr the conclusion code of d11 was an error. It should have been d15. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The device with the lens was returned loose in the carton. The plunger lock and lens stop have been removed. The plunger was oriented correctly. Viscoelastic was observed in the device. The plunger has been advanced over the lens. The lens was under the plunger in the loading area. The trailing haptic was in an acceptable folded position. The leading haptic was extended partially into the nozzle entry area. Complaint history and product history records were reviewed and the documentation indicated the product met release criteria. The viscoelastic information was not provided. It is unknown if a qualified viscoelastic was used. The root cause cannot be determined for the reported event. A plunger override was observed. The lens was still within the loading area. A plunger override with the lens still in the loading area may suggest the plunger was advanced faster than the recommended rate. It is unknown if a qualified viscoelastic was used. The IFU instructs: during device preparation and implantation of the lens with preloaded delivery system, a company qualified ophthalmic viscoelastic device (ovd) should be used. The use of an unqualified ovd may cause damage to the lens and potential complications during the device preparation and implantation steps. Plunger override may occur: due to rapid advancement faster than the dfu recommended rate. Due to the use of a non-qualified viscoelastic. Material properties of non-qualified ovds may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. If the device is overfilled with ovd, this can prevent the trailing haptic from being placed properly or move the lens out of position resulting in misfolding. If the operating room temperature is too high (> 23°c/73° f) lens folding consistency is negatively affected, the lens is more adherent and this may inhibit lens advancement. Any of the above listed causes alone, or in combination, may create the reported event. Information was provided in the file that the customer does not have any additional information and do not wish to be contacted. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during surgery, when inserting a pre-loaded lens, the conveyor piston does not push the lens forward. Took a new lens. Procedure was completed. No patient harm. Additional information has been requested.